Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 502 mg/dl at the time of hospitalization. The customer had cyclic vomiting syndrome and low or high blood glucose can trigger the cyclic vomiting syndrome. The insulin pump was not on auto mode at the time of incident. The customer experienced nausea and vomiting due to high blood glucose. The customer treated with intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer declined to test the insulin pump. The insulin pump will not be returned for analysis.